Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified a complete break at 21.1cm cm distal from the strain relief and a hypotube kink at 1.8cm distal from the break site. A visual and tactile examination identified no issues with the shaft polymer extrusion.

Event description:
It was reported that the device snapped. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. After the device was delivered out of the guide catheter and reached the lesion, it was noted that great resistance was felt, and when trying to advance it further into the lesion, it snapped. The device was simply removed without any intervention and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the device snapped. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. After the device was delivered out of the guide catheter and reached the lesion, it was noted that great resistance was felt, and when trying to advance it further into the lesion, it snapped. The device was simply removed without any intervention and the procedure was completed with another of the same device. No complications reported and the patient is stable.